Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom does not detect an upstream occlusion was confirmed and reproduced. The upstream sensor was calibrated to ensure accurate detection. See scanned page.

Event description:
It was found during baxter's testing that a pump was not detecting an upstream occlusion. There was no pt involvement since the error was found during testing.